Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and wanted to set up an extended bolus request. However, the customer overcorrected with a bolus request, and experienced a low blood glucose (bg) level of 52 mg/dl., which was treated by consuming juice. Additionally, the customer reported attempting to set up a temporary rate to address the low bg level. Tandem technical support verified that the temporary rate had not been set up by the customer and assisted with successfully setting the temporary rate. Additionally, tandem technical support educated the customer on setting up an extended bolus request.